Event description:
Vessel sealer was opened to the surgical field and placed into port site into body. Surgeon informed us it wasn't working. Surgical tech checked the port site to make sure the connection of the vessel sealer was correct, which it was connected correctly. Nurse then checked the connection of the cord into the power unit. The nurse unplugged it and re-plugged it in. The vessel sealer still wasn't working. Nurse had to open a new vessel sealer to the field. Nurse took the old vessel sealer and put it back into the packaging it came with and informed coordinator about supply not working.